Event description:
It was reported by the customer that the bd pyxis¿ medbank cubie¿ replenishment station (tower)experienced a problem, displaying a message indicating that the drawers were offline. Consequently, the customer was unable to log in to dispense amox-k clav 500-125mg tablets. This hindered users from accessing the medication, and there was no delay or harm. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers were offline. A technical support specialist assisted the customer to restart the cabinet using power switch, restarted all in one interface to resolve the issue. The system functioned as intended after the customer resolved the issue.